Manufacturer narrative:
The insulin pump was received with blank display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to blank display. The insulin pump was received with minor scratches to the liquid crystal display window, cracked case at the display window corners and broken reservoir tube lip. (B)(4).

Event description:
The customer reported via telephone call that he woke up to the insulin pump making a beeping noise and with a blank display. He did not recall the blood glucose reading. The insulin pump had not been dropped and no physical damage was noted. The battery cap contacts were not missing or damaged and the battery compartment and spring not corroded or damaged. The display still did not return after cleaning the battery cap and inserting a new battery. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.